Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Investigation summary: as the device was not returned, an additional information requested and received: was the conversion to an open right hepatectomy planned or a result of the partial firing of the stapler? No. Were the staples in the tissue formed in the proper closed b-formation? N/a. How was the tissue that was not stapled, but was transected addressed? There was noted a significant bleeding from the right edge of the cava and it was controlled with satinsky clamp and noted that it was a malfunction of the stapler with the opening towards the cava with a tangential opening about 3 cm in length. It was oversewed. What were the indications for surgery? Laparoscopy converted to open right hepatectomy. Were any clips used in the vicinity of firing? Unknown. Were any staples deployed? If so, please describe shape. Yes some were deployed before equipment failed. Unknown shape. How far did device cut and staple? Unknown. Were the tips of device visible during firing? Unknown. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Unknown. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Unknown. Are any photos or video available? No. Will the device be returned for evaluation? Company rep has already taken the equipment. What is the current patient status? Patient has been discharged home. (B)(4).

Event description:
User facility medwatch form, mw (B)(4).